Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 0.3 cc juvéderm® ultra xc in the upper lip. Patient experienced an allergic reaction ¿enzyme out" immediately after injection after the treated site. Hylenex was injected into lip ¿to prevent presumed occlusion." Skin test performed on arm showed allergy to juvéderm® itself, not lidocaine. Symptoms resolved 2 days after onset.